Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002, a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy; due to sui, uterine prolapse, cystocele and rectocele. The patient underwent mesh revision on (B)(6) 2003 due to erosion of mesh into right lateral bladder wall.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).